Event description:
At another hospital campus, the telemetry monitor was in use on a patient. The telemetry monitor tech noticed that the monitor stopped transmitting. When the staff went to check on the patient, they noticed the telemetry monitor was very hot to touch. The equipment was changed out and monitoring was resumed with replacement equipment. There was no evidence that the telemetry monitor was exposed to any liquid. The equipment was under warranty and was exchanged by the manufacturer.